Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced iesu to resolve the issue with errors. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis; however, failure analysis is still pending.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the user informed the technical support engineer (tse) that the integrated electrosurgical unit (iesu) showed persistent errors during startup. The tse reviewed the logs first and identified errors. The user replaced the iesu with a third-party generator to continue with the procedure as planned. No known impact or patient consequence was reported.